Event description:
Physician reported left side "pain and uncomfortable." The device has been explanted.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "pain and uncomfortable." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, yellow/red particles, opening and crease flat. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A sharp opening on the device due to an unidentified (tear) opening.

Event description:
Physician reported left side "pain and uncomfortable." The device has been explanted.